Event description:
While drilling, a component detached from the attachment and contacted the pt wound site. Metal shavings were removed from the wound site without difficulty. No additional actions were taken beyond removal of the metal shavings. Another attachment was used to complete the procedure. Procedure was a simple tethered cord procedure. There was no pt impact.